Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted nine months, was explanted due to stenosis.

Manufacturer narrative:
(B) (4): evaluation: device history reviewed. Results code: other - device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to implant technique. Analysis: upon receipt at medtronic's quality laboratory, the conduit was cut lengthwise through the middle of one leaflet. A 30 mm x 4 mm section of the wall was cut horizontally and removed. The outflow section of the conduit wall was wrinkled or gathered. All leaflets were flexible except where thrombotic host tissue lined the belly of one cusp. One leaflet was intact. The other two leaflets were cut during explant. Two small pieces of glistening off-white pannus were received with the valved conduit. Remnants of brown thrombotic host tissue lined the conduit wall within the belly of one cusp. Radiography showed no evidence of mineralization in the valved conduit and host tissue. The DHR for this device was reviewed and no issues were shown that would have impacted this event. The analysis of the device shows that the event was caused by thrombus, which is a known occurrence in bioprosthetic valves. Thrombus formation in this valve was likely attributed to the gathering/wrinkling of the valve at implant.